Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report is 2 of 2 mdrs filed for the same event (reference 1825034-2016-02341 & 03536).

Event description:
Patient's right hip was revised due to unknown complications approximately 14 years post-implantation. The acetabular taper liner and femoral head were removed and replaced.